Event description:
After 33 months of implantation, this ICD was removed reportedly because the device could not cummunicate or respond when being interrogated. Note: several attempts were made to try to interrogate this device, including different programmers, however, the ICD still would not respond.